Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited no capture. The physician felt there was an issue with patient anatomy and as a result removed the ipg and delivery system and abandoned the procedure. No patient complications have been reported as a result of this event.